Event description:
It was reported that during implant procedure this right atrial (ra) lead was an attempt due to placement difficulty and poor testing numbers of the psa. The lead exhibited low amplitude/poor morphology and high pacing thresholds. The physician took the lead out of the body and instead of the helix extracted slowly, the helix came abruptly. A new ra lead was successfully implanted. No additional adverse patient effects were reported.